Manufacturer narrative:
Concomitant products: 6947, lead, implanted: (B)(6) 2011; 1258t, lead, implanted: (B)(6) 2012. Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.